Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the handpiece device would not start at all. It was reported that there were no delays in the surgical procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearing was not functioning, defective and the bearing was blocked. It was also determined that the device failed pre-test for function of the quick saw blade coupling, tool coupling, machine coupling, function of the positioning ring, measure the oscillation frequency and verify if secured with pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the device catalog number and serial number were documented as 532.021 and (B)(4) in the previous report. This information has been updated to 532.101 and (B)(4). The unique identifier (UDI) has been updated accordingly. It was inadvertently reported that the device was returned and evaluated. To date, the device has not been returned for evaluation. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that the catalog number and serial number were documented incorrectly in the initial report. Both fields have been updated as 532.021 and 190860 respectively. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.